Event description:
Anesthesia machine nitrous oxide flowmeter malfunction. Discovered loose nitrous oxide flowmeter knob. Attempted link 25 adjustment and couldn't remove n2o link assembly, the valve stem was grooved, attempted link 25 with assembly in place and the n2o flow maxed at 10l / min with no flowmeter regulation possible. Suspect loose n2o valve stem assembly caused valve seat to wear, causing a "free flow n2o situation."